Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Section e1 initial reporter (full) phone number: (B)(6).

Event description:
The complaint/event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch that was reported to be cracked with leakage at the end of the tubing of an unspecified drug during infusion. The set was replaced and therapy resumed. There was no patient harm as a result of this event.